Event description:
It was reported that during a cardiovascular scan of a neonatal child, the echo technician was unable to accurately view the pt's heart and was unable to view a defect that was later revealed with another device. This event was described by the site as a life threatening issue which could have resulted in misdiagnosis. Ge healthcare was unable to confirm this statement at this time. There was no pt injury reported.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.